Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the cadiere forceps involved with this complaint and completed the device evaluation. Failure analysis replicated and confirmed the customer reported complaint of "wire exposure". The instrument was found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was missing from the clevis. A review of the instrument log for the cadiere forceps (part # 470049-06/ lot # n10191119-0163) associated with this event has been performed. Per logs, the instrument was last used on (B)(6) 2020 on system (B)(4). The alleged event occurred on the 5th use of the instrument. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. No image or video clip for the reported event was available for review. Based on the information provided at this time, this complaint is being reported because this instrument is designed with two pitch cables, each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. While there was no harm or injury to the patient, the reported failure mode could cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during central processing, the cadiere forceps had a derailed cable. There was no report of patient involvement. Intuitive surgical, inc. (Isi) followed up with a mechanical engineer and obtained the following additional information: the central sterile services department (cssd) staff confirmed the issue during cleaning after surgery and removed the instrument from use. No injury was reported and no fragment fell inside the patient's body. Previously, the instrument was used during a distal gastrectomy and the procedure was completed robotically.